Event description:
A wallstent biliary endoprosthesis was used during a stent placement procedure in female pt (weight unk) in 2008. According to the complainant, the stent was not visible during follow-up x-ray imaging six days later. Later" ...that day the pt found the stent in [her] stool." The physician had planned to implant "...a non-covered biliary stent [that may] resist...migration..." It is unk, however, if this follow-up procedure has occurred. The pt's condition was reported as "stable" following the event.

Manufacturer narrative:
The device has been returned, but an eval is not complete; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A review of the complaint database did not reveal any add'l complaints reported for this lot.